Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The visual inspection of the sample noted one suture and one needle. The needle was received broken 1/3 of it's length away from the swage. Upon microscopic inspection of the needle, normal crimp and swage marks were noted. Tool marks were observed near the break site. It was reported that during the pediatric surgical operation, during dermal suturing, the needle broke at the center and swage area. The reported issues that the needle detached was not confirmed. The most likely cause could not be established from the information available. It was also reported that the needle broke. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a pediatric surgical operation, during dermal suturing, the needle broke at the center and swage area. It occurred on two sutures. Another company's product was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: 8886653221, 8886 6532-21 maxon 5-0 clr 45 cm p10x36, (lot # d5c3703fy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.